Event description:
The customer was experiencing poor performance of quality control (qc) results on multiple assays on a unicel dxl800 access immunoassay system. The qc measurements were out of acceptable range intermittently on different assays and varying qc levels. The customer did not report that any patient results were in question or were considered erroneous. There was no death, serious injury or modification to patient treatment associated or attributed to this event.

Manufacturer narrative:
Service was dispatched. The sample pump motor was found not to be fully secured to the acrylic housing. The field service engineer noticed motor movement during aspiration/dispense. The pump motor was secured. This appears to have resolved the issue.